Manufacturer narrative:
9615008-2017-00008 is associated with argus case in (B)(4), sensodyne toothbrush. Complaint sample is not available. The information provided is not sufficient to investigate the product complaint. The complaint is considered to be unsubstantiated.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6)-year-old male patient who received gsk toothbrush ((B)(6) toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. In (B)(6) 2017, the patient started (B)(6) toothbrush (dental) at an unknown dose and frequency. In (B)(6) 2017, an unknown time after starting (B)(6) toothbrush, the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. (B)(6) toothbrush was discontinued on (B)(6) 2017 (dechallenge was positive). On (B)(6) 2017, the outcome of the choking was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to (B)(6) toothbrush. Additional details: consumer stated that the bristles on the attached toothbrush was getting detached from the brush and caused choking twice while the consumer brushed on (B)(6) 2017. Consumer stated that he experienced the same sometime before but had left the matter unattended at the time. Consumer stated "please understand that this was fatal". Consumer asked why low quality brush was attached with the much-priced paste. Gsk consumer relations called the consumer back on (B)(6) 2017 wherein the consumer stated that he had bought (B)(6) toothpaste last month ((B)(6) 2017) and received (B)(6) toothbrush along with it on a promotional offer. Consumer used the toothbrush only once and stated that it caused choking on his mouth. Consumer made a general statement that the choking due to the bristles getting detached from toothbrush could turn fatal. Consumer stated that he had discarded the toothbrush after one use and "choking" resolved after he stopped using the toothbrush. Consumer stated that he again bought (B)(6) toothpaste on 26 may 2017 and received (B)(6) toothbrush along with it on a promotional offer and experienced the same issue (choking) with the toothbrush he got. Consumer did not have batch details for the first toothbrush since he discarded it and could not find batch details on the second toothbrush pack. Consumer confirmed "choking" resolved on (B)(6) 2017. Final qa results received on 01 june 2017: this complaint was deemed unsubstantiated.

Manufacturer narrative:
The 9615008-2017-00008 is associated with argus case (B)(4), sensodyne toothbrush.

Event description:
Choking [choking]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6)-old male patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. In (B)(6) 2017, the patient started sensodyne toothbrush (dental) at an unknown dose and frequency. In (B)(6) 2017, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. Sensodyne toothbrush was discontinued on (B)(6) 2017 (dechallenge was positive). On (B)(6) 2017, the outcome of the choking was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to sensodyne toothbrush. Additional details, consumer stated that the bristles on the attached toothbrush was getting detached from the brush and caused choking twice while the consumer brushed on (B)(6) 2017. Consumer stated that he experienced the same sometime before but had left the matter unattended at the time. Consumer stated 'please understand that this was fatal'. Consumer asked why low quality brush was attached with the much-priced paste. Gsk consumer relations called the consumer back on (B)(6) 2017 wherein the consumer stated that he had bought sensodyne toothpaste last month ((B)(6) 2017) and received sensodyne toothbrush along with it on a promotional offer. Consumer used the toothbrush only once and stated that it caused choking on his mouth. Consumer made a general statement that the choking due to the bristles getting detached from toothbrush could turn fatal. Consumer stated that he had discarded the toothbrush after one use and 'choking' resolved after he stopped using the toothbrush. Consumer stated that he again bought sensodyne toothpaste on (B)(6) 2017 and received sensodyne toothbrush along with it on a promotional offer and experienced the same issue (choking) with the toothbrush he got. Consumer did not have batch details for the first toothbrush since he discarded it and could not find batch details on the second toothbrush pack. Consumer confirmed 'choking' resolved on (B)(6) 2017.